Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens cracked. The lens was removed and sutures were required. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Incision sutured. (B) (4).